Manufacturer narrative:
The crystalens remains implanted in the pt's eye. Therefore, it is not available for eval. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The cause of the reported event cannot be determined.

Event description:
Consumer reported having crystalens implanted in her right (od) eye. According to the consumer, one day post-operatively she began experiencing flashes of light with overhead lighting, blurry vision and glare with a starburst effect. A yag laser capsulotomy, relaxing incision and astigmatic keratotomy were performed. Consumer reports that without bright light she needs her bi-local glasses to read, however, in bright light she can read fine without glasses.